Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was told that one of the leads came undone but patient was on blood thinners and so procedure was cancelled. Moreover, the field representative did not know which lead had been dislodged. To date, the lead remains in service. No adverse patient effects were reported.